Event description:
It is reported that the articular surface would not snap into the tibial baseplate. Another surface was opened and used to finish the surgery.

Manufacturer narrative:
Eval summary: visual examination reveals gouges and damage consistent with failed attempts to seat the device. Also, an eval of the device concluded that both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. A nexgen lps-flex articular surface was returned with the complaint for review. Review of the device history records did not find any deviations or anomalies.